Manufacturer narrative:
Patient's weight is unknown. (B)(4). Approximate age of device ¿ 8 months. The device has been returned, but has not been evaluated. A supplemental report will be filed when the manufacturer''s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient had been doing reasonably well until recently when the patient experienced increased fatigue and lower extremity edema, as well as dark urine. Ramp echocardiogram study was consistent with pump thrombosis. Additionally, the patient had a lactate dehydrogenase level greater than 1000 u/l. The patient underwent a pump exchange for suspected device thrombosis on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus was confirmed. Examination of the pump blood-contacting surfaces found a curved, tissue-like thrombus loosely seated on the stator wall. The thrombus appeared to have been in a ring formation around the inlet bearing, which broke off during the disassembly process. The thrombus had a darkened appearance and showed evidence of laminated layering, indicating that it had formed over an undetermined period of time while the pump was operating. Examination of the pump rotor found tissue-like thrombi in two of the three rotor vanes. The thrombi were dark and had a curved shape, suggesting they had initially formed on the pump¿s inlet bearing. Examination of the outlet stator found a red, tissue-like thrombus around the outlet bearing. The thrombus did not show any evidence of laminated layering, indicating it did not form in the outlet stator. The observed thrombi could have contributed to the reported hemolysis. The evaluation could not conclusively determine the cause of the thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.